Event description:
The customer reported that the sys displayed an error message and would not produce an x-ray image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back in svc.